Event description:
The device was being used in a rotator cuff repair. The surgeon was grasping about 2mm of cuff and went to fire the needle and it became jammed. A delay of 30-minutes resultes to prepare devices from the elite set to finish the repair. It could not be confirmed that the broken portion of the needle was removed. It was also state that it was the first use of the needle and that it broke on its first pass through the suture shuttle. No patient injury or complications resulted.